Event description:
The facility reports the pt was being dried off after a bath. The cna turned the pt to the left side of the stretcher and the side rail fell down. The pt fell off the stretche onto the floor. The pt suffered a left humerus fracture, maxillary sinus fracture, and a lumbar compression fracture.

Event description:
The facility reports the patient was being dried off after a bath. The cna turned the patient to the left side of the stretcher and the side rail fell down. The pt fell off the stretcher onto the floor. The pt suffered a left hemerus fracture, maxillary sinus fracture, and a lumbar compression fracture.